Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead along with the cardiac resynchronization therapy defibrillator exhibited out of range pacing impedance measurements of greater than 2000 ohms. An alert was declared through latitude. There was a stored episode with noise on it. The daily measurements indicate that the impedances have been varying. It was reported that the patient was to be brought into the emergency room for further evaluation. Subsequent information indicated that the rv lead was suspected to be fractured; however, an x-ray had not been performed. The patient was to undergo a revision procedure in the near future. Subsequent information indicates that the rv lead was surgically capped and a new rv lead was placed. When the lead was tested through the pacing system analyzer (psa) the impedance was 1008 ohms. At this time we are unable to confirm the cause for high impedances.